Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported an unspecified bd¿ extension set was blocked, clogged, or occluded, preventing it from flushing. The following information was provided by the initial reporter: "I continue to have staff bring these defective extension sets to me as they are not able to flush."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that they continue to have issues with the extension sets not flushing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text: see h10.

Event description:
It was reported an unspecified bd¿ extension set was blocked, clogged, or occluded, preventing it from flushing. The following information was provided by the initial reporter: "I continue to have staff bring these defective extension sets to me as they are not able to flush."